Event description:
Customer reported that she had unexplained high blood glucose of over 600 mg/dl. Paramedics where called to assist customer at work for high blood glucose. Customer stated that her insulin pump was alarming button error and she did not have any insulin for 24 hours. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button due to corroded keypad traces. Unit passed the displacement, prime, basic occlusion, occlusion, excessive no delivery alarm and motor tests. No button error alarms noted.